Event description:
It was reported the device was implanted for severe bladder spasms and "worked great." It was stated the patient went horseback riding and was thrown from a horse several times. The patient landed on their butt, yet the implantable neurostimulator (ins) "kept working." It was indicated there was some leakage, but no major spasms. Stimulation was felt in their "pubic bones." The ins then depleted. During the replacement procedure due to depletion for the ins, it was discovered the lead was fractured. A new lead was implanted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: extension. Product ID: 3093-28, lot# j0340389v, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).